Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was capped and replaced. When the new lead was attempted to be connected to the implantable cardioverter defibrillator (ICD) , the lead was unable to be screwed into the device header due to a device issues. The device was explanted and replaced and the lead was then successfully implanted into the new device. No patient complications have been reported as a result of this event.